Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced scrotal abscess, and pump was eroding through scrotum. The aus was explanted. No further patient complications reported.

Manufacturer narrative:
B3. Date of event is approximated based on the reported information indicating the patient experienced abscess sometimes in 2024, actual event date is unknown.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced scrotal abscess, and pump was eroding through scrotum. The aus was explanted. No further patient complications reported.

Manufacturer narrative:
B3: date of event is approximated based on the reported information indicating the patient experienced abscess sometimes in 2024, actual event date is unknown. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, functionally and leak tested. The balloon did not pass the functional pressure test. The balloon passed the visual and leak test. The cuff was visually inspected, and leak tested. The visual test revealed that the cuff had wear at a fold. No leaks were identified. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported clinical observation of erosion and abscess were confirmed as a known inherent risk.